Event description:
The user had a k2-edta plasma specimen with an original result of 0.04 ng per ml for troponin t. He reran the same sample 15 minutes later and received a result of less than 0.01 ng per ml with a data flag. He then pulled a green top lithium heparin tube drawn from the same pt at the same time, and ran the troponin t assay. This sample gave a result of 0.01 ng per ml with a data flag. The initial results were reported. The physician did not act on the results.

Manufacturer narrative:
The field service representative could not find a cause. He checked the sipper z incubator adjustment and adjusted it, checked s/r probe operation, adjusted s/r probe to rinse station, and checked reagents for bubbles or contamination. Verified analyzer operation within specification.

Manufacturer narrative:
A clear root cause could not be identified as detailed instrument and patient data concerning the event was not supplied for further investigation. The initial result was reported to the physician, but no actions were taken based on the initial result.

Event description:
The user had a k2-edta plasma specimen with an original result of 0.04 ng per ml for troponin t. He reran the same sample 15 minutes later and received a result of less 0.01 ng per ml with a data flag. He then pulled a green top lithium heparin tube drawn from the same patient at the same time, and ran the troponin t assay. This sample gave a result of 0.01 ng per ml with a data flag. The intial results were reported. The physician did not act on the results. The field service representative could not find a cause. He checked the sipper z incubator adjustment and adjusted it, checked s/r probe operation, adjusted s/r probe to rinse station, and checked reagents for bubbles or contamination. Verified analyzer operation within specification.